Event description:
Patient went in for surgery to assess why peritoneal dialysis catheter was not working. While in surgery the surgeon had to dissect abdominal adhesions and when doing so caused a serosal injury to the patient's bowel due to an electrocautery malfunctioning. Patient was unable to receive a new peritoneal dialysis catheter and has since had to receive a fistula for future hemodialysis.